Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during implantation of a light adjustable lens+, one of the haptics tore the capsular bag. A vitrectomy was performed and the lens was subsequently implanted in the sulcus. The patient was reported to be doing well following the surgery. No additional information is available regarding the reported event.